Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right ventricular lead exhibited an episode of non-sustained ventricular tachycardia and ventricular lead noise. No therapy was delivered. Isometrics and pocket manipulation was performed and noise could not be replicated. The patient was stable, asymptomatic, and will continue to be monitored.